Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in-vivo. Concomitant medical products: product ID: 6947, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pace/sense was explanted and replaced with no further information. Now lead integrity alert (lia) was triggered and device interrogation showed there was oversensing. It was noted there might be an inter-lead contact issue or lead insulation failure. The new pace/sense lead was explanted and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.